Manufacturer narrative:
Analysis of programming history.

Event description:
A review of the patient's vns programming history found that on (B)(6) 2010, a system diagnostic was performed, which resulted in "fault" and caused the device settings to change. Then a "partial programming" event occurred. The device was programmed prior to the patient leaving, however, the "on" time for the magnet was not corrected.